Event description:
The instrument was used during a laparoscopically assisted vaginal hysterectomy. The scrub assistant reported the metal bottom of the reloads came loose from the plastic portion of the cartridge when removal was attempted, leaving the metal piece still attached to inside of stapler jaws. Last attempted firing resulted in unformed staples. There was no consequence to the pt. 1/31/97 1403 message and 800# left for md call back. 2/3/97 1835 nncl sent.